Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high sensor scan compared to the built-in reader. The customer experienced symptoms of headache, tremor, and "tingling in the mouth." The customer was provided sugar for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event. A sensor reading of 280 mg/dl was compared against a built-in meter reading of 70 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high sensor scan compared to the built-in reader. The customer experienced symptoms of headache, tremor, and "tingling in the mouth." The customer was provided sugar for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event. A sensor reading of 280 mg/dl was compared against a built-in meter reading of 70 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.